Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory tidal volume (vti) levels was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
It was reported to ventec that the device's inspiratory tidal volume (vti) levels were low. There was patient involvement associated with the reported event and the reporter advised that there was no patient harm as a result of the reported issue. The respiratory therapist present during the event attempted to troubleshoot but elected to place the patient on a different device for support.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.